Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer changed the battery 4 times and the insulin pump alarmed battery out limit. The insulin pump also alarmed low battery and replace the battery. Customer's blood glucose level was not reported. The customer received multiple battery out limit alarms when the batteries were out of the insulin pump for less than one minute. The insulin pump did not alarm battery out limit after troubleshooting. Customer was advised to discontinue use of the device and revert to a backup plan. The device was not returned.